Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device has already been reported under 3005751028 - 2017 - 02723. The initial report was forwarded in error and should be voided as it is a duplicate.

Manufacturer narrative:
Investigation in process. (B)(4).

Event description:
It was reported in an article "acetabular revision in total hip arthroplasty with tantalum augmentation and lyophilized bovine xenograft" that a revision took place for a patient with a tm acetabular augment.

Manufacturer narrative:
It was reported in the article that: one patient received an acetabular revision for failed acetabular reconstruction performed with tantalum augmentation and lyophilized bovine xenograft. Based on the investigation results, it is not suspected that the tm augment failed to meet specifications. The investigation could not verify or identify any evidence of tm augment contribution to the reported problem. Since the part and lot numbers were not provided, the dhrs and manufacturing records could not be reviewed. This investigation is considered closed at this time; however, should additional information be received, this report shall be updated.